Event description:
A scratch on an unknown model intraocular lens (iol) was noted after its implantation in the patient's operative eye. The iol was removed and replaced with another iol. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. No further information is available.

Manufacturer narrative:
Additional information: section d-6a date implanted: not applicable as the iol was not implanted. Section d-6b date explanted: not applicable as the iol was not implanted; therefore, not explanted. Section h-3 device evaluated by manufacturer: device serial number is not available; therefore, no further investigation can be performed. The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. If there is any further relevant information received, a supplemental medwatch report will be filed. Section h-4 device manufacture date: unknown, as device serial number was not provided. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.